Event description:
The weck distributor notified the company of the incident in 2004. The initial report indicated that a pt died after a CABG surgery, in which they purportedly used weck horizon clips. There was no add'l info reported in 2004.